Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: blade in full function, can be locked and unlocked. Functional tests cannot reflect reported problem. Blade can be locked and unlocked without any problems. If the gap is properly closed, the blade is in locked position as foreseen. It is likely that technique guide was not followed properly. No manufactured related issue regarding this complaint could be identified. This complaint is invalid from manufacturing side. No product related condition was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade turned but did not lock during the surgery so another blade was used and implanted successfully. The patient¿s condition is reported as normal. This is report 1 of 1 for (B)(4).